Manufacturer narrative:
Over/under correction is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: significant reduction of ica, over/under correction. Claim: (B)(4).

Event description:
Jd a published article titled, "five-year follow-up of toric posterior chamber phakic intraocular lens with central port design in patients with low and normal vault." Reported that assessing clinical outcomes and postoperative complications over a 5-year follow-up in patients with low and normal vault. This retrospective study included 240 eyes from 120 patients. It was reported over the 5 years follow up patients experienced low vaults, excessive vaults, significant reduction of iridocorneal angles, late lens opacity and/or over/under corrections. Some of these patients required repositioning and/or exchange of the lens, as well as cataract surgery. It was concluded that ticl implantation provides excellent long term refractive and rotational stability regardless of vault height. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.